Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly had packaging issue. It was further reported that more force was used to removal, then the shaft was allegedly deformed. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified incommon device nameand PMA/510k. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sleeve was returned on the balloon but partially removed. There was no difficulty in removing the sleeve from the balloon during the evaluation. The result of the investigation is confirmed for shaft deformation issue and also confirmed for detachment . The outer was detached from the balloon at the proximal bond. The inner was stretched for a length of 120mm in the exposed area section of the balloon and the outer detachment. The detachment and the stretched inner suggest that handling techniques (excessive force) was responsible for this damage, occurring during the attempted sleeve removal during device preparation. The result of the investigation is unconfirmed for the reported packaging issue. The root cause for the reported packaging and material deformation issues could not be determined based upon the available information received from the field communications, sample and image review. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. (Expiry date: 12/2021).